Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. The product associated with batch was made according to specification. After detailed batch (B)(4) review, no discrepancies (includes non-conformances/deviations) were found. This complaint is not associated with a product malfunction. The complaint/incidence data-post market data analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints as a result of skin complications which are caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required, and this complaint will be closed. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
End user's wife reports two round, raw, open areas under the wafer with the one on the right side measuring 25-32mm in size and the one on left side is less than 19mm in size. She reports there is a small amount of bleeding from the wounds. This was first observed to be just a small red area with burning about a month and a half ago and has since worsened. She reports her husband started to see a physician in the local wound clinic a month ago who is currently treating him with promogran, renasys, prednisone, clindamycin and sulfa tmp.